Event description:
New information indicates the helix mechanism issue was noted after insertion into the patient's body.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead helix was unable to retracted and extended due to a helix mechanism issue. The lead was removed and replaced. The patient was in stable condition.